Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to the lens coming out of place as the patient had pseudoexfoliation syndrome.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. No cosmetic defects, such as scratches or depression marks were observed. Small residues of viscoelastic (ovd) were observed on the lens surface (optic zone). Also, loose particles were observed on the lens optic body. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The lens passed the lens optical properties testing. No deviation was detected in the complaint lens. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The documentation shows that the production order was manufactured according to specifications. The product met release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Type of report: MDR follow-up number 1 with the investigation results was submitted as MDR follow-up number 2 in error. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.